Event description:
The physician deployed a 10x40x120 stent in the left common femoral artery via the left brachial artery access over a .035" glidewire and 6f sheath. This left common femoral diseased area was also the location of a distal anastomosis from a bilateral aorto-iliac bypass procedure. The physician appreciated a residual defect in the stent and chose to utilize an evercross 8x40x135 balloon to post dilate. At 14atm the balloon burst. The physician could not retrieve the balloon after multiple failed attempts. The physician then contacted a surgeon who was able to successfully remove the balloon. Patient was stable post-op.

Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event.

Manufacturer narrative:
This supplemental MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien (B)(4) location, following medtronic¿s acquisition of covidien. A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting.

Event description:
Evaluation summary: all components of the evercross dilatation catheter distal of the y-manifold and strain-relief were returned and accounted for. The catheter exhibited numerous kinks; the proximal end of the inner lumen exhibited accordion folding; the proximal balloon material exhibited both longitudinal and radial tearing; and the distal balloon material exhibited radial tearing.